Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy and urinary retention. The patient could not feel stimulation and device showed that it was on. It was reported that the ins was on program 1 at .08v. The patient increased the amplitude to 2.3v and could feel stimulation in the bicycle seat area. The patient also reported that there was a knot in the lead wire near where the leads go in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.